Manufacturer narrative:
(B)(4). The complaint is confirmed with x-rays received. Ap pelvis demonstrates a left total hip arthroplasty with screw fixation of the acetabular cup. Acetabular inclination angle is shallow .superior dislocation of the femoral head with respect to the acetabular cup. Left femoral component is intact. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03783, 0001825034-2019-03784.

Event description:
It was reported that the patient received an initial tha at an unknown date. Subsequently the patient has been indicated for a revision due to dislocation, however, a revision has not been reported. No further event information available at the time of this report.